Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report to the irregular clip delivery system (cds) tip movement. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. During deployment, when the actuator knob was retracted, the mandrel retracted too far. During removal of the gripper line, the cds tip was moving towards the mitral valve in an unexpected direction. This was managed appropriately and the cds was removed without issue. The clip was deployed successfully and the mr reduced to 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported excessive knob was confirmed. The reported difficulty positioning the device could not be tested for due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined that the reported excessive knob retraction was due to the tolerance stack up of the actuator coupler being retracted into the compression coil. This is normal function of the device and is not associated with a device issue. A definitive cause for the reported difficult to position; however, could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.